Event description:
It was reported that the patient's pump had flipped. It was unknown how the problem was confirmed. The patient was going to have a pump revision in mid 2009. It was unknown if there were issues regarding the pump implant technique. There were no therapy issues reported. The pump contained baclofen. Final patient outcome was unknown.